Event description:
The manufacturer received information alleging an initial power on issue. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. The device's ac power cable was found to be broken. The device's ac power cable and connector need to be replaced to address the issue. The device's power no repair was performed. The device was scrapped.